Event description:
It was reported that during a partial gastrectomy (laparoscopy) procedure, it was reported by the product specialist that we noticed that the serosa was tearing off the staple line. The muscular layer was well stapled but the serosa was not. We restapled the section and the same problem happened again. Finally, we did a laparotomy to over secure the staple line. The surgery was prolonged 30 minutes. Additional information provided: event occurred on the initial firing; device jaws were inspected between loadings; device jaws were rinsed between loadings; unknown if there were issues with previous firings or loadings; tissue was excised prior to examining the staple line; was not detected visually; was not detected by leak test; device was fired across a staple line or staple lines; and buttressing material was not used. Additional information: the surgeon reported that he converted to an "open procedure" to address bleeding (small amount) on the staple line. Monocryl suture was used to repair the torn serosa tissue the staple was fine, however the serosa was tearing while stapling.

Manufacturer narrative:
(B) (4). (B) (4). The analysis found that the ec60a device was received in good visual condition and with three green cartridge reloads present. The cartridges were received fully fired. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time. Additional information about this case: he did allow 15 seconds for tissue compression there was a good staple line after firing . They were firing the device on the stomach, removing a tumor-like growth. No buttressing material was used. Not fired across an existing staple line. No unexpected noises during firing. No additional or lesser force to fire noted. No difficulty removing device from the tissue. No additional information could be provided about the case or patient. Ees md reviewed the dvd of the procedure, his comments are as follows: I looked at the dvd of the resection of the expophytic lesion of the stomach. It appears that the serosal tear of concern occured at the base of the tumor where there was either tumor remaining, or para-neoplastic inflammation. I suspect that the underlying surface of this portion of the gastric wall was thick and relatively non-compressible. This made for a shearing force being applied to the stomach wall, and thus the tear. It is my opinion that this degree of "injury" is meaningless.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a 2.50x20mm promus element stent dislodged.additional information was requested, but it not available. This product is only ous approved but it is similar to an approved us device.